Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 72-year-old female in non-st elevated myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. When the patient was being weaned off the impella cp and device was completely removed, the patient's artery closed down. A balloon angioplasty was used to open artery but then patient did not stop bleeding. According to the md, multiple perclose advancements/failures from the day before and the placement of them in ¿her gritty artery¿ may have been the main cause of bleeding. Multiple balloon inflations and manual pressure allowed for achievement of hemostasis. Patient returned to unit on dobutamine drip. Pulses remained dopplerable.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for benchtop investigation. Based on the clinical information provided, balloon angioplasty was performed after impella removal. The patient had diseased artery and bleeding was resolved with inflated balloon and manual pressure technique. The cause of the access site bleeding issue was most likely patient condition related to diseased vessel.